Manufacturer narrative:
Note: product reference 4430095 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305v sm set sil 7,5f reference 4430095 from unknown batch. Device history record. The batch is unknown. Summary of investigation. No involved device was returned for investigation. However, a picture, and CT-scan pictures with the report were transmitted for investigation. Picture review: the catheter and the connection ring are still connected to the access port housing. The valve is missing at the end of the catheter extremity. CT-scan report done by the physician: "CT scan pictures show a marked area in the left lung, possibly indicating a lesion or nodule. It is suspected that the valve is stuck in a small branch of the pulmonary artery." Root cause. Without the complaint sample and the batch number, no thorough investigation is possible, and we cannot identify the real root cause of the catheter valve disconnection after 6 years of implantation. IFU specifies several recommendations to avoid this type of complication. Conclusion. No thorough investigation can be performed without the concerned sample, and batch number, preventing the determination of the root cause of the met incident detected after 6 years of implantation. In the future, please retain the sample so that a complete investigation can be carried out. If a new conclusive elements become available, the complaint will be reopened for further evaluation. This type of incident is rare (0.01%). No actions plan is foreseen at this time.

Event description:
"After implanting port product 6 years, the port was removed from the patient. But it was found that the structure at the end of the catheter was missing, as shown in the product picture. Currently, after diagnosis by the interventional department, it is suspected that the structure is stuck in a small branch of the pulmonary artery and cannot be removed or put out. The patient is at risk of pulmonary obstruction."